Event description:
It was reported that the customer received a motor alarm when she was changing her reservoir and infusion set. The customer stated this happened another time three days ago and that there were no significant events leading up to the alarm. The customer's blood glucose level was 117 mg/dl. The customer stated that the insulin pump is stuck in rewind mode. Advised customer that her pump will need to be replaced. Customer stated that she is using an older pump as backup. Advised customer to use backup plan and to monitor her blood glucose levels. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is no marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.